Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hyperglycemia with glucose readings up to 262 mg/dl and intermittently used repeated meal announcements as corrective entries, which constituted an improper method of use involving the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and partner trainer. Investigation of this case revealed no device problem and identified a usage problem characterized as failure to follow instructions, specifically repeated meal announcements and insulin stacking behavior via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that caused or contributed to the event.